Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the patient's co-morbidities likely played a roll. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information indicating the reason for re-operation was due to mitral valve degeneration leading to severe stenosis (peak gradient = 37mmhg) and insufficiency, all secondary to calcification.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Although there have been attempts to receive further information regarding the device, no additional details were provided and the serial number remains unknown. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of ten (10) years, three (3) months. The reason for re-operation was due to mitral valve degeneration leading to severe stenosis (peak gradient = 37mmhg) and insufficiency. A 26mm transcatheter valve was implanted with no reported complications; the patient is listed as being in good condition.